Event description:
Reportable based on device analysis completed on 27may2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination but could not cross the target lesion. The procedure was completed with another of the same device. There were no patient complications and the patient condition was fine. However, device analysis revealed imaging window detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. A test guidewire could not be inserted since the imaging window was not returned. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.